Event description:
It was reported the patient experiences discomfort at the ipg pocket site due to the location of the pocket site. The patient was to consult with his physician as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.